Event description:
It was reported that the pt was experiencing an overdose; the pt started having respiratory failure on (B) (6) 2010. The pt was on a ventilator, intubated, and could not "control secretions" or swallow. The pt was being treated for pneumonia. The hcp was concerned that the pt's itb (intrathecal baclofen) dose was too high; the hcp wanted to decrease the dose. The pump also contained dilaudid. No alarms were noted. The last pump update was on (B) (6) 2010. The pt was "admitted" to the ER. It was later reported that the pt was programmed to a reduced dose of 1498 mcg on (B) (6) 2010. The pt tolerated "percent reduction very well" and they "will likely decrease again by a similar amount". Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).